Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the e118 error code was reproduced. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center reported an error: e118 (light source failure). The issue occurred approximately 30 minutes after the start of a therapeutic urachectomy. The procedure was completed with a similar device. At the time of pre-use inspection, it was confirmed that the image was displayed and normal. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to led (light-emitting diode) unit (g) failed to identify the source of the failure. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.